Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experience an elevated blood glucose (bg) level of 300 mg/dl. The customer delivered correction bolus via the pump to stabilize bg level. The customer was unsure of what could have cause high bg level.